Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov3120005 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3120005 met the qc criteria. The complaint issue could not be found from the retained cassettes. The complaint is not verified. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation". H3 - device evaluated by manufacturer. H6 "adverse event problem" - event problem and evaluation codes are added per investigation. H10 "additional narrative/data" - updated based on manufacturer investigation.

Event description:
Invalid results. Customer stated "I purchased 2 covid tests and both tests didn't none of the lines pop up. I wanted to know if you can replace them for me?"

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid results. Customer stated "I purchased 2 covid tests and both tests didn't none of the lines pop up. I wanted to know if you can replace them for me?"